Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed a detached/missing bolus button cover, a dim/pink display and all keypad buttons were intermittently responsive. There was no damage or peeling found to keypad cover. The keypad cover was removed and contamination was found under the all key contacts. The battery cap threads were also stripped; a test cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a detached/missing bolus button cover, a dim/pink display and all keypad buttons were intermittingly responsive. There was no damage or peeling found to keypad cover. The keypad cover was removed and contamination was found under all key contacts. The battery cap threads were also stripped. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.